Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 563 mg/dl, 467 mg/dl. Customer blood glucose level at the time of reporting was 132 mg/dl. It was unknown if insulin pump was on auto mode. Customer stated that insulin pump had insulin flow block alarm. Customer tried all infusion set. Customer was not able to do troubleshooting at time of call because it resolved by changing all set. Device will not returned for analysis.